Event description:
It was reported that many years back in 2005,patient went to the hospital for something and the neurostimulator was turned off. It was added that it may ¿have been a machinery or some of the electronics there that maybe had affected it¿. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report. This event was cross referenced in mfg. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3389-40, lot# j0504427v, implanted: (B)(6) 2005, product type: lead. Product ID: 743, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3389-40, lot# j0537462v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).